Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels; cause was not known. Specific bg value was not provided. Reportedly, assistance was required to address bg level. No additional information was provided. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.